Manufacturer narrative:
Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time. The event of inflammation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri during a mastopexy procedure in the right breast. Post-implant, patient presented with "persistent inflammation", and the seri device was subsequently explanted over several surgeries.